Event description:
This event is from the viastar randomized trial which compared gore viabahn endoprosthesis with bare metal stents for complex superficial femoral artery lesions. On (B)(6) 2010, a pt was implanted with a gore viabahn endoprosthesis. It was reported to gore that the same day as the procedure the pt presented with an access site pseudoaneurysm. On (B)(6) 2010, an ultrasound guided embolization was performed.

Manufacturer narrative:
No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional info it is impossible to further investigate this event.